Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2007; d154awg implantable cardioverter defibrillator (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. An interrogation report showed events of t-wave oversensing (twos) on the right ventricular (rv) lead. Reprogramming was performed to decrease the rv lead's sensitivity and a non-invasive program stimulation (nips) was performed on the patient. The lead remains in use. No further patient complications have been reported as a result of this event.